Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient's notifier activated for low hvlic. The patient discussed stimulation from the ICD. X-ray confirmed lead dislodgement. The lead was explanted.